Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was determined to be defective. The workstation power supply was evaluated. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.